Event description:
Per the clinic, the patient experienced pressure at the baha magnet site leading to device non-use. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, in order to remove the internal magnet and to convert the patient to a transcutaneous osia implant system.